Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid right coronary artery. A 4.00x16mm promus premier¿ drug-eluting stent was advanced to treat the lesion; however, the shaft broke approximately 20cm from the hub. The device was completely removed from the patient. The procedure was completed with another 4.00x16mm stent. No patient complications were reported and the patient's status was good.